Event description:
The product could not be pushed through the channel. It then coiled and could not be retrieved, then it broke. "As per cc form": difficult to advance though the working channel, curled at the entrance to the working channel; guiding catheter was difficult to pull out after decoupling and stent placement- ruptured twice. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Stent was placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. For all complaints, ask: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact device placement and replacement/removal. 2. What was the target location for the stent? Biliary stent placement (papilla duodeni major). 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Product was stored in a cupboard (without light exposure, room temperature). 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* pre-loaded sphincterotome (B)(4), therefore (B)(4). 5. Was the wire guide lubricated prior to use? N/a, yes, no. Yes. 6. Was the wire guide inspected for damage prior to use?* n/a, yes, no. N/a. 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. N/a. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. Yes. 9. If yes please indicate the type of procedure performed. Cannulation of the papilla via sphincterotomy. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. No. 11. If not with the device in question, how was the procedure finished?* the stent was placed with difficulty and the device was removed. 12. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. 13. What intervention (if any) was required? N/a. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no. Yes. If yes, please detail any other defects observed pushing catheter was compressed from the difficult advancement. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Duodenoscope olympus jf typ 140r; working channel 3.2mm 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. No. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct/papilla major. 5. If other, please specify: n/a. 6. Was resistance encountered when advancing the wire guide to the target location?* n/a, yes, no. No. 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a, yes, no. Yes, when advancing through the working channel 8. How did the physician deal with this resistance? Device could be pushed forward with a little effort. 9. How did the physician determine the length of the stent to be used for the procedure? N/a. 10. Where was the stricture located in the duct? N/a. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. N/a. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a, yes, no. No. 13. After placement, was stent position verified? N/a, yes, no. N/a. 14. If yes, please describe how. N/a. 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a. 16. Did any section of the device detach inside the endoscope or patient? N/a, yes, no yes, 2 times. 17. If yes, please specify what section of the device broke off: the guiding catheter ruptured when it was pulled out. 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient. Endoscope 19. Was the broken device retrieved? N/a, yes, no yes. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): forecep. 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no no. 22. If yes, please indicate what modifications were made: n/a. 23. Please indicate why the modifications were necessary. N/a. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 25. Did the patient require any additional procedures as a result of this event? N/a, yes, no no. 26. What intervention (if any) was required? None. 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no no. 29. If yes, please specify what was observed and where on the device it was observed. N/a. * not applicable if problem occurred at removal.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Concomitant product: access via dash-awg2-25-450; duodenoscope olympus jt typ 140r. Device evaluation: 02 x oa-8.5 devices of lot c2038503 were returned to cirl opened in their original packaging for evaluation. With the information provided, a physical and a document-based investigation was conducted. Note: 03 attempts for additional were made without response from the customer. Should new information come to light at a later date that would alter the results of the investigation, this file will be reopened and updated accordingly. Lab evaluation: lab evaluation date: 18 apr 2024. 424589-1: visual inspection: pushing catheter, guiding catheter, introducer, positioner and stylet returned. Stent not returned. Wire guide returned within guiding catheter. Pinch observed approx. 13 cm from tip of pushing catheter. Pushing catheter observed to be crumpled along middle section. Functional inspection: 424589-1: pushing catheter moves freely over guiding catheter. Stylet removed from catheter without issue. 424589-2: visual inspection: pushing catheter, guiding catheter, introducer, positioner and stylet returned. Stent not returned. Crumpling observed in the middle of pushing catheter. Severe pinch/kink on the pushing catheter approx. 5.5 cm from base of the hub. Functional inspection: 424589-2: pushing catheter does not move freely over guiding catheter. Stylet removed from catheter without issue. Note: 05 devices reported for this issue, however only 02 were returned for evaluation. Documents review: prior to distribution all oa-8.5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for lot c2038503 did not reveal any discrepancies that could have contributed to the complaint issue. The failure mode has not previously occurred with lot c2038503 . Based on the information to date, there are no manufacturing issues associated with lot c2038503. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0096) states the following: ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible." As per medical advisor input, the target location (papilla duodeni major) is considered on label. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. It is also known from the available information that the endoscope used does not have a maintenance schedule associated with it. Therefore it is also likely that a combination of the wire guide user error and use with an unmaintained endoscope caused the issue reported. As per engineering input "it could cause the issue depending on the state of the scope. Also, the elevator of the scope needs to be fully opened during the procedure and if its not then it could hinder the advancement of the device through the scope". It should also be noted that confirmation has not been received that the device or the wire guide were inspected for damage prior to use, therefore another possible root cause could be attributed to the device or wire guide being damaged prior to use. This would also be considered user error as per the IFU, the user is instructed to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: failure identified: user error smaller than required wire guide used. Confirmed quantity of 05 devices confirmed used. A definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. It is also known from the available information that the endoscope used does not have a maintenance schedule associated with it. Therefore it is also likely that a combination of the wire guide user error and use with an unmaintained endoscope caused the issue reported. As per engineering input "it could cause the issue depending on the state of the scope. Also, the elevator of the scope needs to be fully opened during the procedure and if its not then it could hinder the advancement of the device through the scope". It should also be noted that confirmation has not been received that the device or the wire guide were inspected for damage prior to use, therefore another possible root cause could be attributed to the device or wire guide being damaged prior to use. This would also be considered user error as per the IFU, the user is instructed to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 12-jul-2024. Additional information updated on 23-jul-2024. For q6 "was the wire guide inspected for damage prior to use", the customer answered n/a, however they have reported the device as used. Can we confirm that before using the device, was the wire guide inspected for damage? The wire guides, which were used for the procedure, were fully intact. No damage observed. Also for q7 "was the device at the centre of the complaint inspected for damage prior to use", the customer answered n/a. As the device was used, can we confirm that before using the device that it was inspected for damage? The devices that are at the centre of the complaint were not found to be damaged before use. The customer has been using our system for many years. But a few months ago, he noticed that the material was no longer as stable as before. (Comment from customer) finally for the 02 devices that were returned, were they used (patient contact) or returned prior to use (no patient contact)? 1 device was used with patient contact, 1 device was used to check the functionality with another endoscope (same type) but without patient contact.

Manufacturer narrative:
Concomitant product: access via dash-awg2-25-450; duodenoscope olympus jt typ 140r. Device evaluation: 02 x oa-8.5 devices of lot c2038503 were returned to cirl opened in their original packaging for evaluation. With the information provided, a physical and a document-based investigation was conducted. Note: 03 attempts for additional were made without response from the customer. Should new information come to light at a later date that would alter the results of the investigation, this file will be reopened and updated accordingly. Lab evaluation: lab evaluation date: 18 apr 2024. 424589-1: visual inspection: pushing catheter, guiding catheter, introducer, positioner and stylet returned. Stent not returned. Wire guide returned within guiding catheter. Pinch observed approx. 13 cm from tip of pushing catheter. Pushing catheter observed to be crumpled along middle section. Functional inspection: 424589-1: pushing catheter moves freely over guiding catheter. Stylet removed from catheter without issue. 424589-2: visual inspection: pushing catheter, guiding catheter, introducer, positioner and stylet returned. Stent not returned. Crumpling observed in the middle of pushing catheter. Severe pinch/kink on the pushing catheter approx. 5.5 cm from base of the hub. Functional inspection: 424589-2: pushing catheter does not move freely over guiding catheter. Stylet removed from catheter without issue. Note: 05 devices reported for this issue, however only 02 were returned for evaluation. Documents review: prior to distribution all oa-8.5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for lot c2038503 did not reveal any discrepancies that could have contributed to the complaint issue. The failure mode has not previously occurred with lot c2038503 . Based on the information to date, there are no manufacturing issues associated with lot c2038503. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0096) states the following: ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible." As per medical advisor input, the target location (papilla duodeni major) is considered on label. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. It is also known from the available information that the endoscope used does not have a maintenance schedule associated with it. Therefore it is also likely that a combination of the wire guide user error and use with an unmaintained endoscope caused the issue reported. As per engineering input "it could cause the issue depending on the state of the scope. Also, the elevator of the scope needs to be fully opened during the procedure and if its not then it could hinder the advancement of the device through the scope". It should also be noted that confirmation has not been received that the device or the wire guide were inspected for damage prior to use, therefore another possible root cause could be attributed to the device or wire guide being damaged prior to use. This would also be considered user error as per the IFU, the user is instructed to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: failure identified: user error smaller than required wire guide used. Confirmed quantity of 05 devices confirmed used. A definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. It is also known from the available information that the endoscope used does not have a maintenance schedule associated with it. Therefore it is also likely that a combination of the wire guide user error and use with an unmaintained endoscope caused the issue reported. As per engineering input "it could cause the issue depending on the state of the scope. Also, the elevator of the scope needs to be fully opened during the procedure and if its not then it could hinder the advancement of the device through the scope". It should also be noted that confirmation has not been received that the device or the wire guide were inspected for damage prior to use, therefore another possible root cause could be attributed to the device or wire guide being damaged prior to use. This would also be considered user error as per the IFU, the user is instructed to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 12-jul-2024. Additional information updated on 23-jul-2024. For q6 "was the wire guide inspected for damage prior to use", the customer answered n/a, however they have reported the device as used. Can we confirm that before using the device, was the wire guide inspected for damage? The wire guides, which were used for the procedure, were fully intact. No damage observed. Also for q7 "was the device at the centre of the complaint inspected for damage prior to use", the customer answered n/a. As the device was used, can we confirm that before using the device that it was inspected for damage? The devices that are at the centre of the complaint were not found to be damaged before use. The customer has been using our system for many years. But a few months ago, he noticed that the material was no longer as stable as before. (Comment from customer) finally for the 02 devices that were returned, were they used (patient contact) or returned prior to use (no patient contact)? 1 device was used with patient contact, 1 device was used to check the functionality with another endoscope (same type) but without patient contact.